Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4). The product was returned but there was no analysis performed.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion with sepsis. Reportedly, the patient also had a sternal suture wire that was eroding through the skin which was removed by the surgeon. There were no additional adverse patient effects reported. The rv lead was explanted.